Event description:
It was reported the right ventricular (rv) lead exhibited fluctuating and high impedances on the high voltage rv portion of the lead. The rv lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5076-52 implantable pacing lead implanted: 2001 (B)(6); product ID 5076-45 implantable pacing lead implanted: 2001 (B)(6); product ID 5071-53 implantable pacing lead implanted: 2009 (B)(6); product ID 5071-53 implantable pacing lead implanted: 2009 (B)(6); product ID 8042b bi-ventricular pacemaker implanted: 2009 (B)(6); product ID (B)(4) implantable cardioverter defibrillator implanted: 2006 (B)(6). (B)(4).